Manufacturer narrative:
Extension: model 7495lz40, serial# (B)(4), implanted: 2002 (B)(6). Extension: model 7495lz40, serial# (B)(4), implanted: 2002 (B)(6). Programmer: model 7435, serial# (B)(4). Lead: model 3986ilc, lot# n25892, implanted: 2002 (B)(6). Lead: model 3986ilc, lot# n25892, implanted: 2002 (B)(6).

Event description:
It was reported there was a shocking or jolting sensation. The patient never had therapeutic effect and had acute pain in the back. The device was interrogated and the results indicated the leads were "cracked" and needed to be replaced. The patient did not want to have the leads replaced, so she just left the device implanted and had not used it since.